Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. The liner exhibits deep scratches/deformation on the ID and ID rim. A dimensional analysis could not be completed due to damage to the liner from attempting to insert it into the shell. A review of complaint history did not reveal additional complaints for the listed batch. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up/ inspection the r3 20 deg xlpe acet lnr 36mm x 54mm was found not fitting into the acetabulum. There was no delay. Procedure concluded with a s&n back up device. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.